Event description:
Note: this report pertains to the second of three devices used in the procedure. Refer to MFR reports #3005099803-2008-07235 and #3005099803-2008-07237 for details regarding the other two devices. It was reported to boston scientific corporation that a spybite biopsy forceps device was used in early 2008. According to the complainant, after completing a tissue acquisition and stricture dilation procedure using the spybite device, the patient presented with abdominal pain with associated nausea. It was further reported that the patient was treated with dilaudid (IV) and vicodin (po) for the pain, and zofran (IV) for the nausea. The physician determined that the event was "moderate" in severity and assessed the event as "possibly" related to the procedure and "possibly" related to the devices used. The physician also commented that the event was "probably" related to the patient's co-morbidities and condition. The patient recovered and the event was resolved without sequelae.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.